Manufacturer narrative:
Work order completed: h3, h6: a manufacturer representative tested the navigation system. It was reported that there was no fault found, the rep was unable to replicate the issue. Codes b01, c19 and d14 are applicable to this evaluation. A1102: applicable to no video detected error message a0902: applicable to no video detected message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that when the system was brought into the or (operating room), the camera cart displayed no video detected upon bootup. However the message was intermittent and as a result, the system was removed from the or. It is unknown if there was patient impact, and if there was a delay.

Event description:
Additional information was received. It was reported that this was a lumbar spine fusion procedure. The event did not cause a delay to the procedure, and there was no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735857, serial/lot #: -, ubd: unknown, UDI#: unknown also see b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.